Event description:
It was reported that during a recent follow-up visit to check the battery status of this device, end of life (eol) was reached. Approximately 3 months prior, the battery longevity showed under 6 months remaining. It was noted that there had been no programming changes were made between the most recent follow-up visits. It was also noted that earlier this year, the battery showed less than 0.5 years remaining, with a magnet rate of 90 pulses per minute (ppm). Technical services explained device behavior, and discussed that it will go to 90 ppm about a year prior to declaring elective replacement time (eri). From eri to eol, there is a 90 day timer, so the device most likely declared eri shortly have the device was interrogated a few months prior. The health care provided stated that the patient is not pacer dependent. Subsequently, this device was explanted and replaced. This device had been implanted for nearly 12 years, having exceeded the projected longevity expectations. A good faith effort will be submitted to the field to obtain additional information regarding this device.

Manufacturer narrative:
The returned altrua device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that during a recent follow-up visit to check the battery status of this device, end of life (eol) was reached. Approximately 3 months prior, the battery longevity showed under 6 months remaining. It was noted that there had been no programming changes were made between the most recent follow-up visits. It was also noted that earlier this year, the battery showed less than 0.5 years remaining, with a magnet rate of 90 pulses per minute (ppm). Technical services explained device behavior, and discussed that it will go to 90 ppm about a year prior to declaring elective replacement time (eri). From eri to eol, there is a 90 day timer, so the device most likely declared eri shortly have the device was interrogated a few months prior. The health care provided stated that the patient is not pacer dependent. Subsequently, this device was explanted and replaced. This device had been implanted for nearly 12 years, having exceeded the projected longevity expectations. This device was received for analysis.